Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient went into hemorrhagic shock. The patient underwent cardiac surgery, specific details were not provided. The patient was also administered 22 units of red blood cells and 20 units of platelets. The physician stated that the impella attributed to the hemorrhagic shock and was explanted due to the adverse event. The patient was also on pcps, it is not known which device cause the adverse event. No further information was provided.